Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the meshgraft ii on january 9, 2017 revealed that the device was out of calibration specifications and the roller and cutter were both worn, the ratchet gear, pin, and spring were worn and needed replaced. Repair of the meshgraft ii was performed by zimmer biomet surgical on january 9, 2017 which included replacement of the roller, cutter, sideplates, handle, ratchet gear, pin, and spring. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that the device was not running properly. It was also mentioned that there was no alleged event. Additional information received january 17, 2017 clarified that while using the mesher during surgery it did not mesh; however, pushing on the top of the mesher creating pressure seemed to help. There was no harm, injury or adverse event to the patient or operator. The graft taken looked like spaghetti-like strands; however, the graft was useable.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device was not running properly, it was also noted that there was no alleged event. On (B)(6), 2017, it was clarified that the issue occurred (B)(6), 2016 during surgery. While using the mesher it did not properly mesh the graft, it was noted the pushing down on the top of the device to create pressure did seem to help. There was no harm or injury to the patient or operator and the device has not been repaired by anyone other than zimmer biomet. There was no need for medical intervention or additional procedures and there are no contributing conditions related to the event. The graft was torn into spaghetti like strands; dr. Hallock cut the plastic dermacarrier in half to create more pressure but it did not work. The harvested graft was usable and there was no need to take additional grafts. The blade was placed properly for use and the dermacarrier was at room temperature during use. It was also noted that the surgical technique for the product was utilized. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. Initial qa inspection of the meshgraft ii on (B)(6), 2017 revealed that the device was out of calibration specifications and the roller and cutter were both worn. The device also failed to produce a passing sample graft. The ratchet gear, pin, and spring were worn and needed replaced. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, cutter, side plates, handle, ratchet gear, pin, and spring. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the device failed to produce a passing sample graft. It was noted that the device calibration was out of specifications and the device had worn roller, cutter, ratchet gear, spring and pin. The root cause of the reported event was due to the device calibration out of specifications and the worn components. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the roller, cutter, side plates, handle, ratchet gear, pin, and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.